Event description:
*Us legal* it was reported that, after a right bhr surgery was performed on (B)(6) 2010 due to degenerative joint disease, the patient experienced pain. This adverse event was treated with revision surgery on (B)(6) 2021, in which abundant amount of synovial fluid was found, and only the femoral head was explanted. The patient had a left thr on (B)(6) 2019 with implants from another manufacturer. The patient's condition is unknown.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).